Manufacturer narrative:
The device was burned in a vehicle and will not be returned for analysis. If additional information becomes available, this event will be udpated and resubmitted.

Manufacturer narrative:
A boston scientific technical services (ts) consultant reviewed a copy of device memory and noted the device had recorded six out of range impedance measurements. All other measurements were within the acceptable range. No oversensing was observed.

Event description:
Boston scientific crm received information through the latitude patient monitoring system that this device had recorded several right ventricular (rv) pacing impedance measurements greater than 2000 ohms. A boston scientific technical services consultant reviewed latitude data and noted the device had also sensed noise. A revision procedure was performed. This device is part of the subpectoral implant 2009 product advisory initially communicated on december 1, 2009. The device and associated competitor lead were explanted and replaced. No adverse patient effects were reported.